Event description:
It was reported that during the patients permanent implant procedure on (B)(6) 2021 the procedure had to be aborted due to the lead becoming stuck in the insertion stylet. The procedure was abandoned with no lead implanted.

Manufacturer narrative:
The reported event of unable to advance/ retract from stylet lead cannot be confirmed through product testing along. Also, stylet was not returned. As received, the octrode lead was complete without anomaly and passed all functional testing. The cause of the issue is consistent with patient anatomy or implant technic.